Event description:
The customer stated that he needed help resetting his meter to mg/dl. The customer stated that his meter had been set that way for sometime. He did not allege any adverse events due to the readings. The customer was able to reset the meter to mg/dl with assistance. The customer was satisfied, and no product will be returned for evaluation.